Event description:
Correction notes that the lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, externalized conductors was observed. It was also noted that thresholds had increased since implant. The patient is doing well and will be monitored with routine follow up. Based on the review of the x-ray provided to st. Jude medical, the conductors appear to be externalized.